Event description:
User received discrepant ise and glucose results for one pt sample that was noted to be lipemic. All repeat testing performed on another analyzer - different methodology. Initial sodium result gave 115; repeat gave 128 mmol per l. Initial potassium gave 3.6; repeat gave 4.6 mmol per l. Initial glucose gave 356; repeat gave 146 mg per dl. Initial results were not reported. If additional info is received, appropriate notification will be provided.